Event description:
Customer reported that the insulin pump had alarmed for no delivery and that the sensor gave inaccurate readings. When the sensor gave a reading of 79 mg/dl, the blood glucose reading was 279 mg/dl. Customer had also received calibration error alerts. Customer was advised on calibration protocol. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.